Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition can be attributed to difficulty positioning the valve coaxially and mild annular calcification. A second valve corrected the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, the valve landed 10/90 aortic/ventricular (a/v) on the non coronary cusp (ncc) and 40/60 a/von left coronary cusp (lcc). A second valve was placed correcting native leaflet overhang. Initially, balloon aortic valvuloplasty (bav) was performed with good position and pacing capture. The 26mm valve with delivery system (21cc/ -1cc prep) was advanced. The valve was positioned 50/50, confirmed under fluoro x2, and deployed with rvp. Post deployment tee showed the valve had landed slightly ventricular and canted 10/90 a/v on the ncc and 40/60 a/v on the lcc. There was no pvl but severe leaflet overhang was confirmed on tee and angio. Due to the severe leaflet overhang, a second valve was positioned 40/60 a/v on top of the frame of the first valve. Post tee showed trace to no pvl, with no leaflet overhang. Of note, the patient also went into chb after the first valve was deployed. The chb resolved after the second valve was deployed and patient returned to baseline rhythm. It was perceived that difficulty positioning the first valve and getting it to look coaxial contributed to the canting position. Attempts were made to adjust valve with wire movement and delivery system. The patient¿s annular diameter was 23.8mm, with mild calcification and mild aortic root calcification.